Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) for parkinson's disease. It was reported there was high impedance which had adverse effect of device. Diagnostic methods and severity were not collected, but it was reported there was no serious adverse event. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the patient had high impedance of 2861 ohms on (B)(6) visit. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated there were no patient symptoms associated with the high im pedance. It was further noted the out of range impedance value for c <(>&<)> 1 was 2910 ohms.